Manufacturer narrative:
H11: additional manufacturer narrative: updated: a4, b4, b5, b7, g3, g6, h2, h6 (type of investigation). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years and hld, smoking, dm. H11: corrected data: h6 (health effect - clinical code, device code(s), investigation conclusions).

Event description:
It was reported that a 23mm 3300tfx aortic valve was explanted after an implant duration of 9 years due to degeneration with severe aortic stenosis and insufficiency. The patient presented in heart failure with dyspnea, fatigue and syncope. The device was replaced with a non-edwards device. The patient was stable post procedure. Per medical records, patient presented for redo avr due to structural degeneration with severe stenosis and moderate regurgitation. Intraoperatively, aortic valve noted densely fibrotic with free-floating pannus around the valve. Tissue below valve noted to be very friable. Area below left coronary cusp noted denuded and was closed with prolene sutures. A non-ew valve was sutured into place and noted to seat well with no leak. Small aortic to left atrial fistula was visualized but was not causing hemodynamic instability and was left alone. Patient was transferred to (B)(6) in stable but critical condition. Patient returned to the or on pod#22 for aortic incompetence and fistula repair. A 23mm 11500a valve was implanted successfully and the patient returned to (B)(6) in critical condition.

Event description:
It was reported that a 23mm 3300tfx aortic valve was explanted after an implant duration of 9 years due to severe aortic stenosis. The patient presented with dyspnea, fatigue and syncope. The device was replaced with a non-edwards device. The patient was stable post procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions). Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. There is insufficient information available regarding patient or procedural factors known to cause or contribute to stenosis. Therefore, a definitive root cause cannot be conclusively determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.